Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a pinhole in the channel tube water tightness was lost, due to wear of the angle wire, bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value, the adhesive on the bending section cover had a chip, the switch box had a scratch, the adhesive around the objective lens was peeled, the plastic distal end cover had a scratch, the bending tube was deformed, the connecting tube and control unit had discoloration, a scratch and wrinkle, switch #4 did not work due to damage, the paint on the air/water and suction cylinder was peeled, the scope connector cover unit had a scratch, the forceps elevator knob and forceps elevator lever had a scratch, the right/left and up/down knob had a scratch, the scope cover and scope connector had a scratch, the universal cord had a wrinkle and scratch and the grip had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation a foreign object was found inside the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacturer confirmed that the reprocessing was conducted in accordance with instructions for use (IFU).   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use states that detection method in gif-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.